Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution kit for faradrive was selected for use for an atrial fibrillation (a fib) ablation procedure. During the procedure, the physician noticed that there was coating damage on the distal end of the versacross rf wire after it was attempted to be inserted through a non-boston scientific cook needle in the femoral vein. The coating appeared to be peeled/sheared off. The device was the replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis. No other issues were reported.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, the versacross rf wire was first visually inspected, and it failed, due to insulation damage at the pigtail curve. Next, the device passed the dimensional test, as the wire body outer diameter, proximal end outer diameter, electrode height, heat shrink gap were all in specifications. Therefore, the reported allegation is confirmed. No evidence was found to indicate a manufacturing or design-related issue. Based on the information provided, it can be concluded that use of introducer metal cannula has contributed to the event. A labeling review was conducted, and it was determined there was evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use, which warns the user to 'do not attempt to insert or retract the versacross rf wire through a metal cannula or a percutaneous needle, which may damage the device and may cause patient injury'.

Event description:
It was reported that a versacross connect access solution kit for faradrive was selected for use for an atrial fibrillation (a fib) ablation procedure. During the procedure, the physician noticed that there was coating damage on the distal end of the versacross rf wire after it was attempted to be inserted through a non-boston scientific cook needle in the femoral vein. The coating appeared to be peeled/sheared off. The device was the replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis. No other issues were reported.